Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code f-38; this condition had the potential to interrupt delivery. This condition was found in the "intermedia area." It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-38 was confirmed during product evaluation. This condition was caused by the force sensing resistors (fsr) being defective. The fsr's were replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Corrected evaluation summary: the reported condition of a flogard infusion pump with failure code f-38 was confirmed during product evaluation. This condition was caused by corrosion or residue. The force sensing receptors were replaced to correct the reported problem.